Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found there was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the weld ports on the connectors got stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The channel of strain relief appeared slightly angled and off centered at the proximal end. It did not align with the opening in the #0 connector. The front edge of the #0 connector appeared to be damaged. The setscrew was also backed out too far.

Manufacturer narrative:
(B)(4)

Event description:
The healthcare provider, via the manufacturer representative, reported that during a procedure to implant the implantable neurostimulator (ins) in (B)(6) 2015, the tined lead could not be inserted into the ins. It was unknown if troubleshooting was done. A second ins was used and the issue was resolved. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.